Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the cardiosave iabp unit and was able to reproduce the reported issue. Found leak in 300 psi, check valve. Check valve stripped when trying to take out. To fix the issue, the fse replaced helium reservoir. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full name of initial reporter: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leaking issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.